Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer's representative stated the patient has one of their rechargeable neurostimulator (rc) devices turned off and that it has not been interrogated. The patient is reportedly frustrated as they are unable to turn the device on, despite it being charged to 100%. The representative noted that the patient saw a physician last week who did not have a tablet to interrogate the device and advised the patient that they could replace the battery. However, the patient¿s neurologist reportedly stated that the device had been updated and should not reach end of service (eos) until 2030. The representative plans to meet with the patient, but was unable to confirm what screen the patient was seeing. Technical support reviewed the eos information and advised the representative to meet with the patient to confirm the screen they are seeing.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient was incorrectly using their patient programmer. They met with the patient and resolved the issue with education of correct programmer usage. It was confirmed that both currently implanted batteries are working without issue. The exact date that the ins was off was not confirmed with the patient; battery was turned back on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 37612, serial# (B)(6), implanted: (B)(6) 2016, product typel: implantable neurostim ulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.